Event description:
Explanting physician reported rupture on the right side. The device has been explanted.

Manufacturer narrative:
Device evaluation: a visual and microscopic analysis was performed which identified a sharp pattern on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is a sharp pattern on posterior of broken assessed as an unidentified (tear) opening. Additional, changed, and/or corrected data: a.6; d9, h2, h3, h9.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Explanting physician reported rupture on the right side. The device has been explanted.